Event description:
Product was returned as implant failure at 6 months. Based on the report. Patient's oral hygiene and bone condition was described as good. Surgery was one stage with loaded healing abutment. The doctor indicated that the implant was removed because of pain.

Manufacturer narrative:
Device evaluation in process, not completed yet.